Manufacturer narrative:
Other devices used: catalog # 42502206401, persona porous femoral component, lot # 62380069. Catalog # 42512200511, persona articular surface, lot # 62532962. These devices are used for treatment. Primary operative notes indicate that the knee was stable and had good tracking with the final components. Full extension and flexion to 120 degrees were also noted. Patient visit notes dated (B)(6) 2014 indicate the patient had been experiencing significant knee pain. The notes indicate that x-rays showed well aligned components without evidence of loosening, migration, or subsidence. Patient visit notes dated (B)(6) 2015 indicate that the patient was scheduled for revision surgery in (B)(6) 2014 but the revision was delayed due to the patient being diagnosed with thyroid cancer. X-rays from the visit were indicated to show a well-aligned knee with no evidence of loosening or migration. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain, swelling and is unable to walk properly. A revision surgery is planned.

Manufacturer narrative:
Concomitant products: nexgen tm standard primary patella, catalog #: 00587806532, lot #: 62536467.

Event description:
It has now been reported that the patient underwent a total knee arthroplasty and after experiencing pain, swelling, and limited mobility was revised one year later. Upon removal of the patella, femoral, articular surface and tibial components, the tibial was found to be grossly loose. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause determined to be a "design issue." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Review of the revision op notes indicate that the tibia loosened. The rest of the components were found to be well fixed.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.